Event description:
It was reported to boston scientific (bsc) on 02/06/2007 that a customer encountered problems during use of a detachable coil. According to the customer: "during the procedure, the stent [device in question] deployed prematurely, resulting in sub optimal placing of the stent [device in question]. A second [bsc] stent of the same size was placed to complete the procedure. No patient complications. Patient status is fine."

Manufacturer narrative:
Device manufacturers only: malfunction of the device in question indirectly contributed to the physician's decision to place another stent to complete the procedure. The device in question will not be returned to the manufacturer for further investigation, as it is implanted in the patient. A review of the lot history record was performed on the related lot [of the device in question] and no yield or component issues that are relevant to this event were identified at the time of manufacture. The related lot had met all required specifications, and passed all visual inspections. A search in the complaint database was performed and no other complaint has been reported for the related lot. This event has been included in an existing CAPA (corrective and preventive action) opened for events with similar occurrences. H020002/s5.